Event description:
It was reported that a flo-gard infusion pump had an f-38 failure. It is unknown when, or in which care area, this event occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-38 failure was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be damaged force-sensing resistors. The force-sensing resistors were replaced to correct this condition. (B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.